Manufacturer narrative:
(B)(4). MFR 3004753838-2019-34843 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restart during sensor session occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The root cause could not be determined post investigation. No injury or medical intervention was reported.